Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the station processor used a lot of memory. A technical support specialist applied tweaks configuration and rebooted the station to confirm the firewall settings to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis ciisafe system unexpectedly stopped responding, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.